Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unknown procedure. Reportedly, an inter-arterial suture break occurred. The device was removed carefully. Another proglide device was used to achieve hemostasis. Although there was no reported adverse patient sequela the account considered the delay clinically significant due to the hemorrhagic risk to the patient. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment was confirmed. The guide appeared to be loose in the guide tube, this observation was not reported and most likely resulted from post procedure handling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Returned device analysis identified the guide was broken distal to the guide tube, but the actuator wire was still intact. No additional information was provided.